Event description:
It was reported to technical services on (B)(6) 2011 that patient has farfield sensing in the rv lead. Reprogramming was done. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).